Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the impedance issue was believed to be due to fluid or air in the brain. The lead wasn¿t replaced and the surgeon continued with implant. It was unknown if the issue resolved by the second stage surgery.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the stage 1 procedure, high impedances were observed at contacts 1c and 2c after implanting the left lead. The lead was initially tested in saline prior to the implant, and all impedances were good. However, post-implant, high impedances were detected at the specified contacts. The end of the lead was wiped, and the lead test cable was reattached multiple times, but the high impedances persisted. The surgeon attributed the issue to a bubble of fluid or air in the brain, not a fault with the lead itself, and proceeded with the implant. After removing the stylet and conducting a final impedance test, the high impedance at contact 1c cleared but remained high at contact 2c. No surgical intervention was planned or occurred, and no further actions were taken after the lead was implanted. The issue was not resolved at the time of the report, and the device remained implanted and in servic e. No patient complications have been reported as a result of this event.